Event description:
A talent aaa was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during follow up, the physician identified a dissection; therefore, the physician implanted another manufacturer¿s stent in the dissected area and the dissection was resolved. No additional clinical sequelae were reported and the patient is doing fine. Additional information has been requested.

Manufacturer narrative:
(B)(4).